Event description:
Intraoperative impedance readings on pairs 5 & 13 and 6 & 14 were low and out of range (50 ohms). Changing the reference electrode for these four confirmed a short. They programmed around the suspicious electrodes and obtained the coverage that the pt desired; the pt received stimulation where she needed it. The pt had no symptoms related to the event. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).